Event description:
It was reported that during testing at the manufacturing facility the foot on the duraguard was bent. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, the event of the bent duraguard was confirmed. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.